Manufacturer narrative:
The focus controller has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the device is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: the surgeon made the decision to abort the da vinci surgical procedure post-anesthesia due to loss of focus on the vsc and ssc.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the focus controller involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. Failure analysis was unable to focus the camera in neither direction. The green led light kept flashing.

Event description:
It was reported that the focus was not working from the vision side cart (vsc) and the surgeon side console (ssc). The clinical sales representative (csr) contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and informed the tse that this site had the same issue last week. At that time during the previous week, the csr visited the site and resolved the issue by retightening the camera cable focus connector. Due to the reoccurrence of the issue on (B)(6) 2014, the site contacted the csr for assistance. The site had not called back with an issue until today. The csr had the site reconnect the camera cable focus connecter; however, the issue with the focus persisted. The site tried using a new camera cable and the issue persisted. The csr removed the back pane from the vsc and checked the focus controller connections and manually tightened them; however, the focus was still not working. The csr tried a total of 3 camera cables, and 2 camera heads and the issue still persisted. The surgeon made the decision to abort the surgical procedure after anesthesia had been administered to the patient. On (B)(4) 2014, an isi field service engineer (fse) performed a field evaluation at the site. The fse repaired the system by replacing the camera head and focus controller. The fse then tested the system and verified that it was ready for use. On (B)(4) 2014, isi contacted the csr and obtained the following information: the system was inspected prior to use; however, the site overlooked calibrating the camera and scope on the ssc. The csr has scheduled an on-site training for the site. The patient was already under anesthesia when the reported event occurred. No ports were placed on the patient at the time. Due to the alleged issue with the focus, the surgeon made the decision to abort the case post-anesthesia. The patient was rescheduled for surgery on (B)(6) 2014.